Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision that the patient's right knee was revised. A size 5 right cr femur and 5x9 cs insert were revised to a size 6 right ts femur with a stem and 4 augments and a 5x13 ps insert.